Manufacturer narrative:
The initial MDR with manufacturing report number was submitted on 22-march-2025. Upon receiving additional information, new event date was discovered. Additional information - this MDR is being submitted to include the below: b3: date of event. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Blood glucose levels reported during the event was high. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event on (B)(6) 2025. The blood glucose level was high at the time of event. And the patient got treated with bolus via pump. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for complaint 2148597 on 16-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report completed for a different complaint but same lot in (B)(4) complaint test report. Device history record (DHR) review: DHR review was completed as part of complaint (B)(4) . The lot 6007076 was manufactured according to document version 80 appendix 1 batch card for production of packaging room on 27-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-jul-2025 against malfunction code no malfunction based on complaint information and lot 6007076, with one other complaint identified having a reportable harm. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.